Event description:
According to the literature, a retrospective study including 118 cases of hepatocellular carcinoma who underwent either microwave ablation (mwa) or radiofrequency ablation (rfa) was completed between 1st january 2014 to 31st december 2022. Rfa was performed using cool-tip rfa generator e series. Mwa was performed using a competitor device. Potential device related complications included liver abscess requiring drainage via interventional radiology. One case required both mwa and rfa due to a generator error, however, it is unknown which product generator malfunctioned.

Manufacturer narrative:
D10 concomitant product: unknown cool-ti, unknown cool-tip rf ablation generator (serial#: unknown) outcomes and complications of imageguided percutaneous tumour ablation for hepatocellular carcinoma at the irish national liver transplant centre / syer ree tee / canadian association of radiologists journal 2025, vol. 76(2) 333¿343/ doi: 10.1177/08465371241286795 / journals.sagepub.com/home/caj medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.